Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant had a impella 5.5 pump running for the patient admitted in with cardiogenic shock and cardiomyopathy. It was reported that there was huge drop in purge-flow and increasing pressure and started lysis immediately. Purge flow increased after lysis and no issues with the pump. Later the doctor reported infection/sepsis unknown treatment. It was also reported that there was a known thrombus in the left atrium may caused suction of material which disturbed the purge flow. Staff is aware of the problem and will keep an eye on the pump and purge. The patient remains on support.

Manufacturer narrative:
B2. Additional information was received. B5. Additional information was received. D6b. Additional information was received. H6. Impact code added due to new information received . The investigation has been completed. Purge pressure high: the product was not returned for investigation. Data log was not provided or available on the remote server. The cause of the high purge pressure issue could not be determined, as the product was not returned and sufficient clinical information, including data logs, was not provided. Clinical symptoms(infection/thrombosis): the root cause of the injury was unable to be determined due to insufficient clinical details. The device history review has been completed and passed all post sterile inspection checks.

Event description:
Additional information was reported that the medical stuff decide to end with therapy, due to poor general condition, no problems with impella reported.